Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Not enough info was provided to determine if an approved lens model/cartridge combination was used. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received on (B)(6) 2014. (B)(4).

Event description:
A clinic director reported that after an intraocular lens (iol) implant procedure, the pt had visual aberrations. The iol was exchanged, approx seven months after initial implantation. In a f/u, the surgeon reported that the pt noticed glare at night time, which started postoperatively. The surgeon also observed minimal posterior capsular opacification. The reported events resolved after the exchange procedure.